Manufacturer narrative:
(B)(4).

Event description:
Based on the investigation performed by pentax, completed on 11/08/2016, it is reasonable to conclude that the most probable root cause for the event is user error. The territory manager stated the customer, a new user of pentax eus scopes, is not satisfied with the design of the scope. An evaluation of the scope could not be conducted as the complainant did not return the scope for evaluation. In addition, a device history review could not be performed on the reported linear ultrasound video gastroscope since no serial number was provided. Therefore, a review of manufactured condition, inspections, possible rework or concessions could not be performed. As per a review of the IFU for eg-3870utk, cautions are stated regarding perforation. Specifically, "use caution during any movement or angulation of the endoscope distal end and/or elevator (where applicable) to avoid patient trauma, tissue damage and/or perforation. Never apply excessive pressure of the endoscope distal end against patient tissue". Additional warnings state "it is, therefore, important to closely monitor the patient at all times and to aspirate excessive air to prevent over insufflation and potential pneumatic perforation". Based on a review of IFU it is reasonable to conclude that a perforation can occur, if caution is not exercised during procedure. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.

Manufacturer narrative:
The device will not be returned as a product malfunction did not occur.(B)(4). Device will not be returned.

Event description:
On (B)(6) 2015, pentax medical was made aware of an event from a company representative involving ultrasound video gastroscope model eg-3870utk/serial number unknown. The details of the event were stated as: "the patient was a (B)(6) man with eus indication of pancreatic cyst. The procedure was a linear eus with fna of the cyst. The first part of the procedure went smoothly with good aspiration of cyst fluid. Upon further maneuvering, however, while the scope was in the stomach, there was some resistance when maneuvering the scope around the fundus and ge junction. During retroflexion in the fundus with the eus scope there was a large pool of blood sitting in the fundus. The physician then changed to an upper endoscope (video gastroscope model eg-2990i/serial number unknown) and vigorously washed and irrigated the ge junction and fundus. Under the pool of blood were 3 mucosal tears, the largest measuring about 1cm across, just below the ge junction upon entry to the stomach. These tears were the direct result of scope trauma from the linear eus scope. The physician observed the area for several minutes and all 3 tears stopped bleeding on their own. Three hemoclips were applied to the largest tear to help achieve hemostasis. This significantly added to procedure duration and was logged as a procedure complication in our record books". The company representative also stated that since a product malfunction did not occur, the ultrasound video gastroscope would not be returned to pentax medical for evaluation.